Manufacturer narrative:
The cause of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a kinked non-tandem cannula. Although requested, the customer declined to provide further information regarding the event. The type of infusion set used was not reported.